Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Intuitive surgical inc., (isi) has received the device involved with the complaint and completed device evaluation. The instrument was tested for recognition on an in-house da vinci system. They system successfully recognized the instrument and the reported issue could not be replicated. Investigation revealed that the instrument was found to have a frayed yaw cable at the yaw pulley. At the bottom of the yaw pulley, there was also thermal damage. The instrument was disassembled to investigate the source of arcing. It was observed that the conductor wire had pulled out of the hook shank base and a few frayed cables were noticed at the base of the hook. The most amount of thermal damage was noticed at the base of the hook, so it is likely that the arcing originated at that point, then spread to other distal clevis components. The customer reported complaint does not itself constitute a MDR reportable event; however, the thermal damage on the instrument found during failure analysis evaluation suggested that an arcing event occurred, which could likely cause or contribute to an adverse event in the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci procedure, the monopolar cautery hook instrument was not recognized by the da vinci system. There were no reports of fragments falling into a patient. They planned surgical procedure was completed and no patient harm, adverse event or injury was reported.